Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and began treatment with vancomycin injection (1g, every 3rd day, ongoing) and amikacin injection (125mg, everyday, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information is available